Manufacturer narrative:
The component was returned to beckman coulter inc. For evaluation. A crack was noted on the tubing. The tubing was flexible with no holes or discoloration. Evaluation of the tube for damage such as leaks or further cracking was performed and none were found. The component was performance tested and successfully transferred liquid waste. The failure seen in the field, associated with the inability to transfer waste form the intermediate waste bottle to the drain, was not duplicated. The root cause can not be determined.

Event description:
An on-site beckman coulter inc. Field service engineer (fse) reported that a unicel dxl800 access immunoassay system failed to perform its function of transferring waste from the intermediate waste bottle to the drain. It was identified that the waste tubing had been flattened and cracked. The tube was replaced by the field fse and the instrument was verified for performance. There was no leak associated with this event. All liquid waste remained in the waste receptacle. There was no report of biohazard exposure to mucous membrane or open lesion. No medical treatment was sought. There were no deaths or serious injuries associated with this event.